Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record determined the unit does not properly mesh as the cutter and side plate failed. The cutter and side plate were replaced and resolved the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during kit inspection the device does not proper mesh. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.